Event description:
Significant amount of black, particulate matter is readily available within a "sterile" package of kendall's x-ray detectable surgical sponges. No pt involved and/or exposed. Package remains sealed. Packaging indicates that package processed by "steam or chemical vapor." All kendall vistec x-ray detectable surgical sponges were pulled from facility's shelves and returned to the MFR. The lot number was #21008851. The expiration date of this sponge packaging lot was april, 2007.